Event description:
It was reported that during an unknown procedure the jaw broke off the device and fell into the patient. The jaw was retrieved. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and slightly lifted. In addition, the upper jaw was detached and returned. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The condition of the device prevented the functionality of the jaws. A probable cause of the damage to the I-blade and jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.